Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the two different cleo infusion sets experienced separation of the center plastic from the clear adhesive and the infusion site came out of skin. There was patient involvement with no harm.